Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the large intestine was removed during a laparoscopic low anterior resection, the stapler fired, but there was a poor staple formation, and fell into the patient's cavity. It was stated that most of the staples were scattered on the tissue. Suture was used to oversew the staple line.